Event description:
It was reported that the customer stated that none of the buttons on her insulin pump were responding. The customer received a button error alarm. The customer removed the battery due to the button error alarm, but the insulin pump kept alarming. The customer also stated that the plastic of the keypad was coming off due to wear and tear. The customer's blood glucose was 97 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.